Manufacturer narrative:
Customer was contacted for further information regarding the product used. Customer indicated the case was not related to the implant. Based on the information provided by the doctor no further investigation will be done. There was no lot number provided and we could not complete a review of the device history record.

Event description:
Customer reported hypotony with ahmed valve, resulted in kissing choroidals and tube removal.